Event description:
A caller reported a malfunction on their insulin pump with the malfunction code "malf 16." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who assisted them in resetting the pump, but the malfunction code recurred. Subsequently, a replacement pump with updated software was sent to the customer. Technical support provided instructions for putting the pump into storage mode, returning the faulty pump, and advised on using a backup insulin pump in the interim. The customer acknowledged all instructions and arrangements for the pump's replacement.